Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse events of peritonitis, characterized by elevated peritoneal cell count results and abdominal pain, which required hospitalization and antibiotic therapy. The pdrn attributed causality to the patient¿s reuse of dialysate. The patient was saving her left-over dialysate (single use) in the morning by disconnecting and clamping the dialysate bag/line for reuse with her next treatment. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction and/or deficiency. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications, as evidenced by the device¿s continued use. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient is currently in the hospital with peritonitis. During follow-up, the pdrn reported the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (elevated wbc, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies not provided). The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6) 2026, and the patient¿s antibiotics were continued. The patient remains hospitalized and is recovering from the serious adverse events. The patient is continuing to undergo ccpd therapy while hospitalized without any known issues. The pdrn attributed causality to the patient¿s reuse of dialysate. The patient was saving her left-over dialysate in the morning by disconnecting and clamping the dialysate bag/line for reuse with her next treatment. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn reported that the patient will undergo reeducation regarding aseptic technique following discharge. There is no discharge plan at this time.